Event description:
It was reported that many non-sustained ventricular tachycardia (nsvt) episodes were observed and the sensing integrity counter (sic) of the device registered a high number of short v-v intervals. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the full lead was returned, analyzed, and the inner insulation was breached (clavicle-rib crush). It was noted that the distal conductor was distorted, there was blood/body fluid on all conductors (not obstructed) , the outer was insulation breached (clavicle-rib crush), the outer tubing overlay had cosmetic environmental stress cracking, there was blood in/on the helix/lobe mechanism and there was tissue present on helix. Analyst visual comment: both the right ventricle and proximal inner insulation was breached due to a clavicle rib crush at 25cm and blood is visible in the conductors. The blood in the distal conductor most likely entered through the is-1 pin because no over lay tubing breaches were observed.